Event description:
The customer reported that during an duodenal papillotomy procedure, his olympus single-use 3-lumen sphincterotome v¿s knife broken. According to the initial reporter, the doctor replaced it with another model and completed the procedure without any patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The knife wire was found broken. Additionally, the wire coating was noted torn and broken section had been scorched and melted. No other abnormalities were found during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the knife rupture upon being energized could not be determined. The torn wire coating may have been caused by the forceps elevator of the endoscope being raised, the coated portion of the cutting wire and the metal part of the distal end of the endoscope came into contact when the cutting wire deflected, or moved back and forth and cause the coated portion of the cutting wire to tear. The broken cutting wire may have been caused by a torn area of the coated portion of the cutting wire coming into contact with the distal end of the endoscope while the forceps elevator was raised, or the output was activated in this state, and caused the cutting wires to become hot instantly, resulting in a break. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.